Manufacturer narrative:
Updated: e1 (reporter name and address) : dr. (B)(6). Further information was provided during investigation of this complaint. Degeneration and calcification led to stenosis and regurgitation. The patient underwent a valve-in-valve procedure. Patient recovered in ccu overnight in stable condition for monitoring and discharged home in 2 days.

Event description:
Edwards received notification that this 20-y-o patient with a valve model 3300tfx23mm implanted in pulmonary position underwent a valve-in-valve procedure after an implant duration of six (6) years and four (4) months due to degeneration and calcification leading to moderate stenosis and severe regurgitation. As reported, patient was asymptomatic. A transcatheter heart valve was successfully implanted within the pre-existing surgical valve. As reported, patient recovered in critical care unit (ccu) overnight in stable condition for monitoring and discharged home in post operative day 2.

Manufacturer narrative:
Added: d4 (expiration date), h4 (device manufacturer date). Updated: h6 (type of investigation, investigation findings, investigation conclusions). The device was not returned to edwards for evaluation as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including a history of congenital heart disease (tetralogy of fallot) in addition to the patient's age at the time of implant.

Event description:
Edwards received notification that moderate stenosis and severe regurgitation was observed on this valve model 3300tfx23mm implanted in the pulmonary position after an implant duration of six (6) years and four (4) months. This case involved a 20 year old patient.

Manufacturer narrative:
H10 additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.